Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use in the left atrium. It has been mentioned that following the removal of the dilator and wire, sheath was aspirated, during which a large number of air bubbles were observed flowing through the flushing port of the sheath into the syringe. The presence of bubbles continued with further aspiration, leading to suspicion of a potential issue with the sheath valve. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use in the left atrium. It has been mentioned that following the removal of the dilator and wire, sheath was aspirated, during which a large number of air bubbles were observed flowing through the flushing port of the sheath into the syringe. The presence of bubbles continued with further aspiration, leading to suspicion of a potential issue with the sheath valve. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was noted. Th faradrive dilator and non-bsc wire was inside the patient. Pressure bag was used but the bag was not connected yet. Physician was aspirating only with connected syringe.

Manufacturer narrative:
Additional information added to a: patient information and b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use in the left atrium. It has been mentioned that following the removal of the dilator and wire, sheath was aspirated, during which a large number of air bubbles were observed flowing through the flushing port of the sheath into the syringe. The presence of bubbles continued with further aspiration, leading to suspicion of a potential issue with the sheath valve. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was noted. Th faradrive dilator and non-bsc wire was inside the patient. Pressure bag was used but the bag was not connected yet. Physician was aspirating only with connected syringe.